Event description:
It was reported that left hip revision surgery had been performed due to an adverse local tissue reaction and pseudotumor.

Event description:
It was reported that revision surgery had been scheduled due to metallosis.